Event description:
It was reported the system had a cine disk error message that would prevent the cine function from operating. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated and related parts were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.